Event description:
Surgeon stated that he had a few patients where he felt that the heat damage to ligaments and tendons was excessive. Surgeon can¿t pinpoint specifically that it is the aquamantys device/generator. No patient required medical and/or surgical intervention.

Manufacturer narrative:
(B)(4). Method: facility not returning product as product is still in use. Results: facility not returning product as product is still in use. Eval code conclusion: facility not returning product as product is still in use. Product event: (B)(4).

Manufacturer narrative:
(B)(4). Facility not returning generator therefore analysis unable to be performed. Eval code results: facility not returning generator therefore analysis unable to be performed. Conclusion: facility not returning generator therefore analysis unable to be performed. Product event: 700321305 .

Event description:
Initially reported: surgeon stated that he had a few patients where he felt that the heat damage to ligaments and tendons was excessive. Surgeon can pinpoint specifically that it is the aquamantys device/generator. No patient required medical and/or surgical intervention. Updated report: (B)(4) hip cases all have a degree of reported weakness within hip flexion or flexur tendonitis and (B)(4) knee wound dehiscence cases. Hip flexion / flexur tendonitis issues are on-going and are not being fixed or remedied, whereas knee wound dehiscence all remedied through follow-up medical treatment. Inappropriate utilization of the device (contraindicated by the IFU and also by the sales rep) discovered via conversation. For the knee, treatment too close to the skin edge and treating the skin edge could lead to negative impact to the surrounding tissues and to wound closure. For the hip, while the duration of treatment is unknown, blindly treating with the device could certainly be problematic for muscle, ligament, and/or tendon damage based upon area treated and depth of effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.